Event description:
Reporter indicated a vns pt was hospitalized due to breakthrough seizures. The pt later had vns generator replacement surgery performed. The explanted vns generator has been returned and is pending analysis. Attempts for further info are in progress.